Event description:
Upon evaluation of the pump at the customer's site, the field service engineer discovered failure code 570 in the pump's event history. It is unk if there was pt injury or medical intervention necessary. No add'l contact info is available.

Manufacturer narrative:
The failure code 570 was confirmed. Inspection of the device found that the failure code was caused by damaged batteries. This issue is currently being investigated under mdq-CAPA-132.